Manufacturer narrative:
Analysis: the product was discarded following the procedure and will not be returned for analysis. In addition, device specific info was not provided and could not be obtained. Consequently, review of the device history record could not be performed. Conclusion: the exact cause of event cannot be determined as the product was not returned for analysis. Device replaced without reported pt complication. Medtronic will continue to monitor field performance to detect similar events, should they occur.

Event description:
Medtronic received info that one suction pod of this tissue stabilizing device became detached during the surgical procedure. The product was removed, and the procedure was continued with a similar device. The device was discarded, and product specific info was not provided. It was reported that there were no adverse pt effects.